Manufacturer narrative:
On 26-feb-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the tip was broken. It was reported that when the sheath was taken out the package the shaft was bent and the hole was oblong. It was replaced and the case continued. There was no patient consequence. On 9-feb-2024, additional information was received indicating there was damage to the vizigo tip, not in the irrigation hole. There was a perforation in the wall of the tip and the tip was mis-shapen. The sheath was not used on the patient. There was no wires exposed or lifted or sharp rings.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the tip was broken. It was reported that when the sheath was taken out the package the shaft was bent and the hole was oblong. It was replaced and the case continued. There was no patient consequence. On 9-feb-2024, additional information was received indicating there was damage to the vizigo tip, not in the irrigation hole. There was a perforation in the wall of the tip and the tip was mis-shapen. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection of the returned device were performed following bwi procedures. Visual analysis revealed that the soft tip was deformed with a dent on the top. It also was observed that there was a bent in the middle and in the proximal end of the shaft. The damage on the device could be related to excessive force or manipulation. However, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer were confirmed. It should be noted that product failure is multifactorial. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to bent in middle of the shaft. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to soft tip and deformation/dent in the tip. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).